Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that during a routine device replacement procedure for normal elective replacement indicator (eri), one of the high voltage lead segments on this right ventricular (rv) defibrillation lead was noted to be fractured. The physician elected to program the lead in a single coil configuration. The lead integrity was successfully tested with a synchronous 1.1 joule shock and a 31j shock. Both times the shock impedances were within a normal range. The lead remains in service. No adverse patient effects were reported.